Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that one similar complaint for this lot has been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). Healon is not an implantable device. If explanted; give date: n/a (not applicable). Healon is not an implantable device; therefore, not explanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported needing longer to aspirate the healon gv pro compared to the previous healon product. In addition, it was noted maybe two to four patients (quantity unclear) experienced pressure increase to 42. Further information provided noted the normal pressure of the eye should be between 10 and 20, but here was measured 40-42 at post-op. Additional medication was used to decrease the rise in pressure and allow the eye to absorb the healon left in the eye. Not further surgical interventions needed. No additional information was provided.